Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the braided core of the delivery catheter unraveled while the catheter was being slit. No patient complications have been reported as a result of this event.